Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up with an episode of atrial fibrillation and rapid ventricular response recorded by the implantable cardioverter defibrillator. The device had delivered inappropriate shock .no device interventions were made, as the physician elected to manage the patient's atrial fibrillation with medication. The patient was in stable condition.